Manufacturer narrative:
Correction: previous report should have g3 date received by manufacturer as (B)(6) 2021.

Manufacturer narrative:
Field complaint of failure to interrogate was confirmed and was due to loss of telemetry. The device was tested on the bench and and no anomalies were noted. The device battery was at eri and electrical testing with external battery was performed and no anomaly was noted. Further electrical testing with external power supply showed loss of telemetry at 2.2v which is consistent with u2 combo ic anomaly. Longevity assessment was performed and device exceeded the projected longevity

Event description:
It was reported that the patient presented to the clinic for a follow-up. During the visit, the patient's pacemaker was unable to be interrogated. The patient was asymptomatic. The physician explanted and replaced the device. The patient was stable throughout.